Event description:
Customer reported via phone, the reservoir icon on the insulin pump indicated more insulin then what was indicated on the reservoir. The device displayed full and reservoir had been in use for two days, it was almost empty. The device also had a crack that was between the esc and easy bolus buttons. Customer stated had done a set change during the night and the following her blood glucose was higher than normal. Troubleshooting was performed for cosmetic damage. Customer's blood glucose was 205 mg/dl. The drive support cap was flushed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, battery tube threads, case at the display window corner, minor scratched display window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window. The drive support cap was inspected and no anomaly noted. The reservoir units left matches properly to the units left in the pump status screen.